Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels were reported to be low around 70 mg/dl and healthcare provider advised patient to go the emergency room to bring their blood glucose levels into range. It was reported that the patient had the flu. Symptoms reported include not eating, vomiting, and flu. The patient was treated with intravenous fluids. The patient was released the same day ((B)(6) 2025).